Event description:
It was reported the customer had a failure message while trying to prime their tubing. The customer also reported they were unable to push insulin through their tubing. It was found the customer had a no delivery alarm. The customer's blood glucose was 130 mg/dl. Customer stated the alarm was resolved by a complete set change. The customer's reservoir and infusion set will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.